Event description:
Defibrillator was being used to cardiovert a patient using the paddles. Synchronization was on and the device was charged to 100 joules per the physician's order. The physician discharged the paddles. The physician noted a large spark from the paddle labeled sternum. The defibrillator would not discharge the appropriate joules after that. There was no patient injury and the defibrillator was sent to biomedical engineering. Biomed assessment: the company rep was called to check this unit. He found no evidence of arcing or pitting on the paddles. He tested the unit and found it functioning properly. It was then returned to service.